Event description:
Philips received a complaint on the heartstart mrx indicating that the shock not delivering properly. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that the reseating of the paddle connector and cleaned paddle electrodes resolved the issue and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.